Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the unites states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The pt was initially admitted in 2007 with unstable angina pectoris. The pt had a target lesion in the distal circumflex. The lesion was type a, de novo, smooth, concentric and had 95% stenosis. The lesion was 16mm in length and had a vessel diameter of 2.5mm. The lesion was post-dilated and the pt had a 2.5 x 18mm cypher select stent implanted in the at 12 atms. Then a 2.5 x 23mm cypher select stent was implanted at 12 atms to treat a dissection. Both stents were overlapping. The pt's medications include the following aspirin (pre, intra and procedure), clopidogrel (pre, intra and procedure), lipid lowering drugs (pre and post procedure), ace inhibitors (pre and post procedure), and heparin (intra procedure).